Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, thrombosis, and shock are listed in the everolimus eluting coronary stent system (eecss) xience alpine instructions for use as known patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018, a 3.0 x 28 mm xience alpine stent was implanted in the proximal circumflex (cx) artery. On (B)(6) 2018, the patient was re-hospitalized with chest pain, diagnosed as myocardial infarction (mi) and was noted to be in acute hypoxic respiratory failure. The patient required intubation. Emergent left heart catheterization noted in-stent thrombosis, angioplasty was performed as intervention. During the procedure, the patient went into cardiogenic shock and required placement of an intra-aortic balloon pump and the cardiogenic shock resolved on (B)(6) 2018. The adverse patient event respiratory failure resolved on (B)(6) 2018, while the adverse patient event of mi resolved on (B)(6) 2018. On (B)(6) 2018, the patient was re-hospitalized with chest pain and a mi was diagnosed. Coronary angiography noted that the stent implanted in the cx was widely patent. Per the physician, this event was not related to the implanted stent. No additional information was provided.